Event description:
It was reported that (1) tct75 was used during a coletomy procedure. It was reported by the rep that on initial firing, the linear cutter locked out. An add'l cutter was opened which also locked out. A third cutter was opened and functioned correctly. There was no consequence to pt.